Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump delivered 0.1 less or more amount of insulin than what it is supposed to be at the time of priming and bolus. The customer's blood glucose value was 158 mg/dl. The customer noticed anomaly in priming and bolus. The insulin pump will be returned for analysis.